Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-30, serial/lot #: (B)(4), ubd: 09-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was getting the unable to provide the desired intensity settings with the controller. It was mentioned the patient fell off a ladder 5 days prior to the report. No interventions were taken as the rep was going to meet with the patient, but the patient indicated he started feeling ill and was running a fever so they were going to meet the rep at a later date when he is feeling better. Additional information received from the manufacturer representative reported that they met with the patient and interrogated the device. The patient had stated he felt like the device shorts out at times. The interrogation revealed a warning that electrodes 4, 5, 7, 12 and 13 may be open or shorted. An impedance check found electrode 7 to be 4000 ohms and electrode 14 to be 14730 ohms. Reprogramming was attempted but was unsuccessful as the device seemed to short out when the patient moved. The healthcare provider was going to meet with the patient to decide what to do next. Additional information was received from the rep. It was reported that the patient was seen by the doctor last friday, (B)(6). A surgery to replace the existing lead is planned but has not been scheduled.